Event description:
On 30-jan-2026, it was reported by a competent authority via email that the tip of an ar-13995n multifire scorpion needle broke off intraoperatively and remained within the surgical site. The fragment was identified by the rn upon removal of the instrument. The surgeon determined that retrieval of the retained fragment was not necessary. The event occurred during a shoulder arthroscopy procedure performed on (B)(6) 2026 with no patient harm reported.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event description, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes striking bone or applying excessive force when attempting to pass the needle through fibrous or calcified tissue, as noted in the directions for use (dfu-0392-sub-eo, warning for scorpion products). To help avoid needle breakage and potential patient injury: avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. Additional contributing factors may include excessive force used to pass the needle through the scorpion instrument or failure to inspect the instrument prior to use, as outlined in the directions for use (dfu-0255-EU-01-eo) for arthrex hand instruments. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.